Manufacturer narrative:
The end user's daughter stated that the actuator broke on her mother's lift causing her to fall. The hanger on the lift hit her mother's head leaving a bump. The patient's daughter indicates that the lift has never been serviced in 10+ years. The maintenance safety inspection checklist within the manual electric / portable patient lift owner's manual indicates that: the manual/hydraulic pump/electric actuator assembly, should be checked monthly for, leakage, the hardware on the mast and boom, for wear or deterioration and cycle the lift through all operations to ensure smooth quiet operation. The lift has not been returned to invacare for evaluation. Invacare has provided the patient with a new lift. Should additional information become available, a supplemental record will be filed.

Event description:
(B)(6) stated that the actuator broke off the lift, dropped her mother and the hanger hit her mother in the head. She has a knot on her head and has not received medical attention.